Event description:
The customer reported the system displayed a filament regulator error code within a pt procedure. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. An adjustment was made to the high voltage regulator printed circuit board. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.